Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level ranged from 467 to 571 (mg/dl) and the customer went to the hospital. While at the hospital, the customer was treated with potassium chloride, insulin and tested for ketones. The treatment resolved the issue and the customer was released from the hospital on (B)(6) 2018 with no permanent damage.